Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead had high voltage lead impedance. The patient would continue to be monitored. Programming changes were discussed and no further information was available.